Event description:
The customer reported that the images would not come up and that intermittently there was an alarm after which the system would slow down then lock up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Incoming power at the transformer secondary was increased from 114 vac to 121 vac. The system was tested and found to be working as intended and put back into service.